Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during priming, only a minimal amount of g5 solution was exiting the purge cassette. A replacement purge cassette was then installed, and priming proceeded without any issues.